Event description:
"A comparison of monolateral and circular external fixation of unstable diaphyseal tibial fractures in children.". Author: j. Eric gordon et al., journal of pediatric orthopaedics b 2003. In this study there were forty-six tibial fractures in 44 children treated by external fixation. Twenty-nine fractures were treated with monoliteral fixation and sixteen fractures were treated using an smith and nephew ilizarov external fixator. It was documented on the paper that there were postoperative complications included pin tract infections in 11 fractures.

Manufacturer narrative:
It was reported from a literature review that the patient presented pin tract infections. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. It was reported that the patient was treated with superficial debridements and antibiotic. The paper was published in 2003. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.